Event description:
The health care provider (hcp) reported an inflammatory mass. The inflammatory mass was diagnosed via CT with contrast. The inflammatory mass is at t-11. The pump was used to deliver dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709 lot # n136710006 implanted on: (B)(6) 2008 explanted on: unknown. (B)(4).